Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. It was reported there was damaged to the packaging. To aid in the investigation, one hundred samples, material 303085 and lot 3010430, and two photos of 3ml amber oral syringes were received for evaluation by our quality team. The one hundred samples were received in a bag with one syringe caught in the seal inducing an open seal condition. The syringe has major damage rendering the syringe unusable. One photo shows the bag of the syringes with the product label and the syringe tip caught in the seal. The second photo shows a close up of the syringe caught in the seal. The conditions observed are non-conforming per product specifications and associated with the packaging process. A device history record review was completed for provided material number 303085, lot 3010430. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 3010430 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment, and is considered in compliance with our product specification requirements. These conditions appear to be occurring at or below their expected frequency; therefore, no corrective actions are required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml oral ns was damaged. The following information was provided by the initial reporter: detail for attached jpg , confirmation of damage to wrapping paper.